Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 31. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and bleeding. No further patient complications were reported.